Manufacturer narrative:
Contact information was not provided, therefore we unable to contact the patient to request additional information. No lot number was been provided; therefore a review of the manufacturing records could not be conducted. At this time, based on the limited information available, no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. An additional MDR was submitted to document the other bard perfix plug implanted for bilateral hernia repair in 2001. The information provided by bard represents all of the known information at this time. Contact information was not provided therefore, additional information could not be requested, remains implanted.

Event description:
The following was reported to davol via maude event report (mw5061397): alleged "in the (B)(6) of 2010, due to bard plug and patch bilateral hernia repair, I began to have chronic pain which has persisted until presently. I am unable to work as much as I could or as quickly and efficiently. As possible, surgeons have verified the patches remain in place and can do nothing. Pain meds become increasingly more difficult to obtain. I have been on (B)(6) and some level of (B)(6) since. Insurance would rather pay for pain meds as opposed to having the necessary repairs done. I'm not in the financial position to have the repairs done privately nor have the resources available to refrain from working even if the repairs were done."